Event description:
That during the tha surgery for oa, the tip of the straight driver broke off when placing a srcrew, and the borken piece was left in the screw head. The surgeon was unable to remove it. The insert was placed.